Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that on opening at least 3 bags from the box, the thread had already come loose/broken from the needle. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample. We have received a picture with an open sample with the needle detached from the thread (thread is still wound on the pack). However, without closed samples a proper analysis cannot be performed. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.60 kgf in average and 0.52 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because only one picture received with an open sample. Final conclusion: despite receiving a picture showing a detached needle, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We consider that the defective unit is an isolated and accidental issue but the complaint is considered as not confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.